Event description:
A report was received that the patient's pain did not improve after the implant. A CT scan revealed fractures at both the l3 and l4 spinous process. The patient is wearing a lumbar support brace. Additional information was received that the patient underwent an explant procedure due to the l4 spinous process fracturing and the implants being displaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant. Upn: 101-9812, model: 101-9812, serial: n/a, batch: 700027.

Event description:
A report was received that the patient's pain did not improve after the implant. A CT scan revealed fractures at both the l3 and l4 spinous process. The patient is wearing a lumbar support brace.